Event description:
Subsequent to the previously filed report, additional information was received: it was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder was implanted utilizing a 14f amulet steerable guide catheter. The patient was in sinus rhythm. Heparin bolus given. The occluder was implanted after multiple manipulations. 4 to 6 recaptures were performed including one full recapture. Devices were not replaced after full recapture. Activated clotting time was above 300 seconds. Protamine administered. There was not multiple wire or delivery sheath exchanges and no wire in the pulmonary veins. On (B)(6) 2024, the patient was hospitalized for urgent pericardiocentesis due to circumferential pericardial effusion with tamponade. The largest width of the effusion was 1.5-2.0 cm. In the physician's opinion, the effusion was most likely due to the amulet. The day prior, the patient ended anticoagulant medication.

Manufacturer narrative:
It was reported that amulet device was implanted after multiple manipulations. Four to six recaptures were performed including one full recapture and the devices were not replaced after full recapture. The patient's activated clotting time was above 300 seconds (in therapeutic range per IFU). There were no multiple wire or delivery sheath exchanges and no wire in the pulmonary veins. The patient was hospitalized for urgent pericardiocentesis due to circumferential pericardial effusion with tamponade after one month of device implant. In the physician's opinion, the effusion was most likely due to the amulet. The day prior, the patient ended anticoagulant medication. The device remains implanted and was not returned to abbott for analysis. Based on the information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet device contributed to the pericardial effusion. Please note that per the instructions for use, ¿if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction.¿ it is possible that the reported operational difficulties and not replacing the device as specified in the IFU may have made it more difficult to deliver and position the amulet occluder and contributed to this event, however this cannot be conclusively determined. H6 medical device problem code: 2993 removed, 2682 and 2017 added.

Event description:
Clinical information: crd_1056 - advance laa, patient ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder was implanted utilizing a 14f amulet steerable guide catheter. The patient was in sinus rhythm. The occluder was implanted without issue. On (B)(6) 2024, the patient was hospitalized for urgent pericardiocentesis due to pericardial effusion with tamponade.

Manufacturer narrative:
The UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.